Manufacturer narrative:
H.3., h.6. The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
The consumer reported that multiple instances of contact lens folded and having a rough edge. After wearing the lens, the consumer experienced eye pain, discomfort and was diagnosed with corneal abrasion and an ulcer. At the time of reporting, the consumer's eye symptoms were noted as improving. Corneal ulcer was treated with moxifloxacin eye drops and followed by an unknown steroid eye drop. Additional information has been requested but not yet received.